Event description:
It was reported via service report that the scale was inaccurate due to the cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.